Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - clinical report states a revision due to pain and stiffness. Patient had increased metal ion levels update rec'd 10/28/2014 - litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from elevated metal ion levels and synovium stained with metallic tissue. The stem is being added to address the elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.